Event description:
It was reported that during a da vinci-assisted gastric bypass roux-en-y surgical procedure, the synchroseal was cutting, but the cautery was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tissue was being torn but not sealed. No repair was needed to the torn tissue and minimal expected surgical bleeding occurred. There was no blood transfusion needed. They opened a backup synchroseal to resolve the issue. The original synchroseal did not work at all. It did throw an error code, but the reporting person was not present. There was no continuous tone, it just kept beeping. No tones were noted that seal was successful. There were no video recordings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved with this complaint to perform failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the seal test 3 of 3 attempts. The instrument was fully functional. No product issue was identified. A review of logs show that the first synchroseal instrument (lot# k11240808-0082) had 26 transect events with no errors. The instrument was used for about 13 minutes. The second instrument (lot# k11240808-0071) had 11 seal events and 23 transect events with no errors. The instrument was used for about 20 minutes. The logs also show a generator recoverable error (i.e. ¿instrument seal electrodes shorted") occurred which may potentially be related to the complaint.